Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure on an unspecified date the expressew iii ac+ gun device was not passing the suture properly. It was loaded correctly, pulled the trigger, the needle would come out with the suture, as it would retreat the suture would fall through the express sew and wouldn't capture as intended, had to redo multiple times. The procedure was completed using a grasper. The case was delayed by an extra 4-5 minutes. There were no adverse patient consequences reported. No additional information was provided.